Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an appendectomy procedure, the stapler locked after the stapling, the jaw did not open. It was necessary the help of a grasper to release the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: the device is a ets flex 45. Did the jaws of the device open? The device has been removed from the tissue without stapling, with the help of a grasper. Were the device jaws eventually opened? Eventually yes. After the doctor try with the graspers and clamps they did open.